Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled for 8 months') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("constant headache"), abdominal pain lower ("constant lower belly pain"), menorrhagia ("period is heavy / huge blood clots with every period / period lasted 5 days"), fatigue ("tired all the time"), pain ("pain") and dysmenorrhoea ("constant lower belly pain that get worse with period") and was found to have weight increased ("double in weight"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, weight increased, headache, abdominal pain lower, menorrhagia, fatigue, pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pain and weight increased to be related to essure. The reporter commented: patient received blood transfusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received-removal details were added. Rcc added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled for 8 months') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("constant headache"), abdominal pain lower ("constant lower belly pain"), menorrhagia ("period is heavy / huge blood clots with every period / period lasted 5 days"), fatigue ("tired all the time"), pain ("pain") and dysmenorrhoea ("constant lower belly pain that get worse with period") and was found to have weight increased ("double in weight"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, weight increased, headache, abdominal pain lower, menorrhagia, fatigue, pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pain and weight increased to be related to essure. The reporter commented: patient received blood transfusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.